Event description:
It was reported that the target lesion was located in the right common femoral artery. During inflation of the fox plus balloon, the hub of the device was noted to be leaking saline. The balloon was able to be inflated and was used successfully with no adverse patient effects. It was reported that the device was prepared outside the anatomy and no issues were noted during preparation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and tested by pressurizing the balloon. Fluid was visible coming from the inflation port, thus confirming the reported failure. There were no cracks visible in the plastic and no reports of difficulty during preparation. While a search of the lot history record and a search of the complaint database indicated no related non-conformances, an investigation was opened into the cause of the leak. Further assessment of this issue per site operating procedures was performed and determined that this is an isolated failure mode with an occurrence rate of 0.002%. No corrective action is warranted at this time due to the patient risk and occurrence level being low. This issue will continue to be monitored per site procedures.